Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. The root cause of the event could not be determined.

Event description:
It was reported that patient underwent an initial total hip arthroplasty on (B)(6) 2015. During the procedure, the surgeon had difficulty seating the acetabular liner in the acetabular cup. Another liner was available to complete the procedure; however, a one hour delay occurred as a result.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.